Event description:
Medtronic received information that during the implant of a medtronic transcatheter bioprosthetic valve, pericardial effusion was noted causing tamponade. A sternotomy was performed and it was noted that an amplatz super stiff guide wire perforated the left ventricle. It was attempted to surgically close the perforation but was not successful. The patient expired. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).